Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was observed to be bent. During the investigation, the bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to the reported event.

Event description:
It was reported that the patient's blood glucose level reached 320 mg/dl with ketones of 0.2. The pod was worn between 24 and 36 hours on the hip/buttocks. Hyperglycemia treated by administering a pen injection.